Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1x961, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were in a car accident and was told by their healthcare provider (hcp) that their lead may have come loose since they are not going to the bathroom like they did prior to the accident. The call center recommended following up with the hcp to further investigate and check the device. Seven days later, additional information was received from a manufacture representative (rep) who noted the patient was experiencing discomfort/painful stimulation in their left buttock following the motor vehicle accident (mva). The rep noted that they called the implanting hcp and had the patient turn their device off. The diagnostics/troubleshooting performed included an impedance check which was within normal limits. In addition, the battery was checked; no impedance issues were found and everything appeared normal. Also, the patient will be getting an abdominal x-ray (i.e. Kub). The action/intervention taken to resolve the issue was the rep checked the device, changed the device to a new program where stimulation is felt comfortably in their lower left buttock. It is scheduled to follow up with the clinic in one month. The issue was not resolved at the time of the report. Surgical intervention did not occur, but the rep asked and it is unknown at the time of the report if it is planned. No further patient complications have been reported as a result of this event.